Manufacturer narrative:
Findings: a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Pump was monitor. No unexpected pump error or replace battery now alarm noted after battery insertion. Unit received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, fading serial number label, missing display window cover and scratched case. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a crack on the back. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.